Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ((B)(6) 2014, 7 weeks and 2 days), vaginal delivery and cesarean section. Concurrent conditions included ecchymoses and subchorionic hemorrhage. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal odour ("other injury(ies) or complication please describe: vaginal odor."). In (B)(6) 2015, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient experienced proctalgia ("rectal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract disorder, fatigue, alopecia, tooth disorder, headache, visual impairment, weight decreased, vaginal odour, proctalgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, proctalgia, psychological trauma, tooth disorder, urinary tract disorder, vaginal odour, visual impairment, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results of your essure confirmation test: other: the coils are in place. The coils are in place. Imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received-new reporter, removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.